Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (high shock impedance). The patient's device and competitor right ventricular (rv) defibrillation lead system was exhibiting a greater than 125 ohms shock impedance measurements. The clinic nurse had already reviewed and dismissed the alert from latitude's physician web site. The local representative was contacted to discuss the alert. Boston scientific crm received information from the local representative that the high shock impedance is consistent with the patient's last in-clinic check back in (B)(6) 2010. No programming changes were undertaken and the shock impedance measurements are being monitored. The patient has been scheduled for an in-clinic followup in (B)(6) 2010 and the physician may have the patient perform a latitude patient initiated interrogation (pii). Subsequently, boston scientific crm received information that at the time of the replacement procedure ((B)(6) 2010), the replacement device's shock configuration had been programmed to triad instead of rv (coil) to can (the competitor rf defibrillation lead is a single coil lead). A boston scientific representative was not present during the replacement procedure in (B)(6) 2010. The patient did receive shock therapy in (B)(6) 2010 which was successful. At the time of the (B)(6) 2010 in-clinic follow-up, the device's shock configuration was reprogrammed to rv (coil) to can. After reprogramming, consistent and normal shock impedance measurements were recorded.

Manufacturer narrative:
The available information suggests that the device and competitor's rv defibrillation lead remain in-service. The event will be reopened if additional information is received.